Event description:
On 10/31/2023, it was reported by a sales representative via sems-06071356 that an 0826-000 impactor rod and a 1268-100 radiolucent targeting arm were damaged and malfunctioned. This occurred during a case with no effect on the patient. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Functional testing was not performed on the returned 0826-000 due to the damage to the device. Visual evaluation noted that the metal threaded casing from a 1268-100 device is stuck on the tip of the device. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.